Manufacturer narrative:
Product event summary : the full lead was returned in segments, analyzed and the right ventricular (rv) lead defibrillation coil developed a fracture due to flexing while in vivo, there was blood on the distal conductor of the lead and it was obstructed, the inner insulation of the lead became breached due to a rupture while in vivo.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the r right ventricular (rv) lead defibrillation coil was beyond the expected upper range. Analyst commented, on (B)(6) 2016 rv defib coil impedance measured greater than 200 ohms up from a trend of 64 to 94 ohms.

Event description:
It was reported that patient heard alert sound and presented to hospital. The right ventricular (rv) lead exhibited high impedance. A broken rv coil was also reported. The rv lead was scheduled for explant and replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.